Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9791325, 510k # k061274 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior fixation at c3-c7. On an unknown date, post-op, the screw at c3 backed out. The screw head had come out a little from the plate. Hence, a revision surgery was performed, in which the backed-out screw was removed and was replaced with a screw of 4.5 mm × 15 mm. It was confirmed that the newly inserted screw was firmly locked now.